Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic mitral valve, implanted for 18 years and seven (7) months, underwent a valve-in-valve procedure due to mitral regurgitation. A tmvr was performed with an edwards transcatheter valve. The patient was reported to be fine. No other details available.

Event description:
It was learned that this patient with a bioprosthetic mitral valve, implanted for 18 years and seven (7) months, underwent a valve-in-valve procedure due to severe mitral regurgitation. Tee demonstrated severe mitral regurgitation secondary to degeneration of the valve. He had normal aortic valve function and moderate tricuspid valve regurgitation with moderate-to-severe pulmonary htn. A tmvr was successfully performed with an edwards transcatheter valve. At the end of the procedure, there was trace mitral insufficiency. The patient was transferred to the cicu in stable condition. He also underwent an upper gi endoscopy, colonoscopy, and a bone marrow biopsy procedure. He was cleared for discharge on pod #14.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.